Event description:
Customer reported receiving an error alarm and when they removed the sensor from the body there was no cannula. It was noted that the customer was receiving a lost sensor alarm. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.